Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse), the cmia reader, was replaced. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the reader was replaced by the fse. A review of labeling concluded that the issue is sufficiently addressed. A review of the architect i1000sr platform and the associated replaced part tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no product deficiency or systemic issue was identified. All available patient information was included. Additional patient details are not available. After further evaluation, the suspect medical device was changed to architect i1000sr, list 1l86 (irving, tx as manufacturing site) and submitted under manufacturer report number (B)(4). All further information will be documented under mdi number (B)(4) ln 03m74-02. This issue was previously reported under MDR number 3002809144-2024-00303 under a different suspect device.

Event description:
The customer reported a falsely decreased architect ivancomycin result on a patient. The following results were provided: 2.99 / 13.55 / 13.51 ug/ml. No impact to patient management was reported.